Manufacturer narrative:
The report is based solely on the information provided by the customer. The customer responded the email stating that a patient reported to a nurse while the patient was sitting in chair (bed alarm was in on position per the rn) that the patient got up and stumbled but caught self on knees. No injury was reported. The nurse did not know about the incident when it happened because the alarm did not sound when the patient left the chair¿s surface. The customer indicated that she will not be returning the alarm as it was found out to have dead batteries. As a result, IFU was sent out to the customer letting them know that this alarm model has a low battery feature where the low battery led light would flash red and an audible cue will say, low battery every 15 seconds when batteries need changing. A review of the complaint database did not reveal any similar events against this device in the past 2 years. Therefore, it appears this complaint was an isolated event. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states, test fall monitor functionality every time before each use and when leaving the patient unattended. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacture reference file#: (B)(4).

Event description:
Customer reported that an 8645 alarm ran out of batteries. As a result, they had fall incident. Limited information is known about the incident. The date the issue was discovered is unknown and no serious injury was reported.